Event description:
It was reported that for four months the patient experienced erection issue and air in the system of the inflatable penile prosthesis due squishy pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.